Event description:
Related manufacturer reference number:2017865-2025-14286. It was reported that the patient presented remotely via remote transmission upon review, it was found that patient's right ventricular (rv) lead and atrial lead exhibited noise oversensing. Noise reversion episodes were also noted. No intervention was done. The patient status was unknown.